Event description:
Medtronic received a report that two pipeline flex with shield technology stents encountered difficulties with opening and were kinked. Additionally, a phenom 27 microcatheter was bent. The patient was undergoing stent assisted coil embolization surgery for treatment of an unruptured, saccular, left internal carotid artery (ica) aneurysm in the superior hypophyseal section with a max diameter of 3 mm and a 3 mm neck diameter. The landing zone arterial diameter was 3.4 mm distally and 4.0 mm proximally. It was noted the patient's vessel tortuosity was severe. Ica access vessel diameter was 4.08 mm. The angiographic result post procedure was reported as good. It was reported that access catheters were advanced to the target lesion. A phenom 27 was advanced to the m2 segment, and a 4.5×10 mm pipeline device was deployed to initiate braid opening. The device was opened in a straight segment and did not appear to be deployed across a bend; however, the braid was difficult to open and did not fully expand. Partial opening revealed a significant kink at the distal end of the braid, approaching a 90 degree angulation. The device was therefore removed. A second 4.5×10mm pipeline device (lot b804818) was deployed in the terminus branch. Similar to the first device, deployment was difficult, and once opened, a distal braid kink was again observed. The second device, along with the phenom 27, was removed. Upon inspection, the scrub technologist noted bends¿rather than kinks¿in the phenom 27, consistent with changes seen in microcatheters traversing tortuous anatomy. A new phenom 27 was then advanced to the m2 segment. A third pipeline device (4.25×12mm) was deployed in the m1 segment, repositioned to the distal target zone, and fully deployed without complication. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline was used for an approved indication (on-label). Ancillary devices included neuronmax 088 guidecatheter, phenom 27 microcatheter, 5f sofia intermediate catheter.

Manufacturer narrative:
Continuation of d10: phenom 27 microcatheter, product ID: fg15150-0615-1s (lot: unknown); pipeline flex with shield technology stent product ID ped2-450-10 (lot: b804818). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.